Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up after initial implant. Fluoroscopy revealed that the right ventricular lead had dislodged. The lead was repositioned successfully. Patient was stable.